Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer alleged for insulin pump was under delivering. Customer also reports that they had high blood glucose of 430mg/dl, 460mg/dl which was treated with manual injection and syringe. Customer¿s blood glucose was 300mg/dl at time of incident and current blood glucose was 80mg/dl. Customers stated that drive support cap was normal. Customer did not wasn¿t troubleshoot for high blood glucose. Insulin pump will not be return for analysis.